Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Event description:
Dr (B)(6 )reported during a knee arthroscopy, the blade shed metal. Malfunction report states the pieces were not removed. Additional information confirms that the surgeon was unable to remove all the shedding from the patient.

Manufacturer narrative:
Device evaluation: a total of 15 sterile blades were returned for evaluation. No used blades were returned. The returned sterile blades were evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated run-out of the subassemblies. The outer blade tip and tube alignment were within specification. Since no used blades were returned for evaluation, all 15 sterile blades were sent out for shed testing to determine if blades are shedding beyond design failure rate. Test results came back within nominal values and showed no signs of abnormal shedding. No problem found (B)(4).